Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One viper 5.5 ti cortical fix bottom loading 7x50mm polyaxial screw was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the tulip head had become detached from the polyaxial screw shank. A review of the device history record (DHR) was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted on the product family. No emerging trends were found requiring further action. The root cause of the tulip head becoming detached from the screw shank cannot positively be determined. However, a possible cause may be that the screw tulip head was subjected to a higher than anticipated load resulting in the detachment of the screw tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L4 left pedicle. The polyaxial head dislodged from the viper cortical fixation screw shank upon inserting the screw with a standard polyaxial screwdriver. The screw was loaded properly and this surgeon and staff have years of experience with the expedium & viper systems. The same screwdriver was used for all subsequent screws and functioned as indicated and intended for use. The screw was approximately 15-25mm into the pedicle or 3-4 turns of the screwdriver when the head came free and remained attached to the driver with the screw shank remaining in the pedicle. A t20 inner cannula driver was used to successfully remove the screw shank without incident and the procedure continued as planned. The difficulty did not result in any adverse consequences to the patient and there was no delay to the procedure.